Event description:
The customer stated that the insulin pump was alarming motor error during a bolus. Troubleshooting was performed and the insulin pump failed the displacement test. The customer also reported a blood glucose reading of 39 mg/dl, which had been treated. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.